Event description:
During a remote follow-up, automatic mode switch (ams), myopotential over-sensing and under-sensing were detected on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.